Manufacturer narrative:
(B)(4). Date sent: 2/12/2021. Seven videos received. Upon visual inspection of 7 videos, the following was observed: the first, second and third videos show the handling of tissue and how introduced the trocar through tissue. In the fourth video at the 2:28 mark, a device is introduced with a green reload loaded and at the 2:33 mark, the tissue is placed on the jaws. At the 3:19 mark, the device is removed and the cut line and staple line were as expected. At the 3:48 mark, a device is introduced with a blue reload loaded and at the 3:53 mark, the tissue is placed on the jaws. At the 4:41 mark, the device is removed and the cut line and staple line were as expected. The fifth video shows at the 0:26 mark a device is introduced with a blue reload loaded and at the 0:33 mark, the tissue is placed on the jaws. At the 1:08 mark, the device is removed and the cut line and staple line were as expected. At the 1:34 mark, a device is introduced with a blue reload loaded and at the 1:37 mark, the tissue is placed on the jaws. At the 2:48 mark, the device is removed and the cut line and staple line were as expected. At the 3:10 mark and a slightly bleeding was noted on the staple line. At the 3:10 mark, a device is introduced with a blue reload loaded and at the 3:15 mark, the tissue is placed on the jaws. At the 3:43 mark, the device is removed and the cut line and staple line were as expected, and bleeding was noted on the end of the staple line. At the 4:05 mark, a needle/suture combination is introduced. The sixth video shows a needle/suture combination suture the staple line. The seventh video shows blood clots and bleeding. Additional information received: the post-operative bleeding events were two staple line and one intraluminal bleeds. During the initial surgical procedures there was no issues noted with staple formation. The pulse firing technique was tried, and the surgeons wait 15 seconds for tissue compression. The videos were discussed, and no issues were noticed. It was mentioned that use of blue reload may be tighter than peers. Good handling of tissue was noted. There has been no change in post-operative treatment for patients and anesthesia unchanged as well.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: does the surgeon routinely wait 15 seconds prior to firing? What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? Was a transfusion required? Was the exact site of the bleeding identified? Why does the surgeon believe the post-operative issues are related to an alleged deficiency of device? Yes, they wait 15 sec. No info. Using celebra for pain management. No info. Because they haven t changed anything in their protocol or usage of the instruments and all of a sudden they have seen a rapid increase of re-operations. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a gastric sleeve operation that was performed (B)(6) 2020, the patient needed a re-operation due to coagulated blood in the abdomen from the staple line. However this happened despite a dry staple line in the primary surgery. The surgeons sucked out the clotted blood. No direct source of bleeding could be found. Put a drainage and the patient recovered after a couple of days.